Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor tip cover acessory was broken. A backup instrument was used to complete the procedure with no reported injury or delay.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.